Manufacturer narrative:
Analysis was unable to confirm or reproduce the programmer lock up however the back up battery was swelled and was difficult to remove and would no longer charge. It was noted that the programmer would charge with a known good battery. It was noted that the programmer passed all console and system tests but no longer needed and the device will be scrapped.

Event description:
It was reported that programmer was freezing and locking up. The battery was removed and reinserted in order to unfreeze the programmer. No patient complications have been reported as a result of this event.